Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported events in (B)(6) as follows: it was reported that during a surgical procedure to implant a universal spine system (uss) to treat a burst fracture at level l2, it was noted that the tip of the small hexagonal screwdriver was damaged and did not function and the c-clamp was difficult to release. The surgeon was implanting the uss fracture system in order at levels l1 and l3. After reduction of the fracture, followed by the insertion of screws at levels l1 and l3, tightening the rods and generating fixation with the c-clamp with the ring, the surgeon noted the tip of the screwdriver was damaged and did not function. The surgeon also experienced difficulty releasing the c-clamp from the patient's bone. The surgeon had to break the gold c-clamp nut by using a power tool to remove the clamp. The surgery was extended for 40 minutes due to the reported instrument issues. There was no patient harm reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (small hexagonal screwdriver 2.5mm width across flats, part number 314.070, lot 8843420). The screw driver does show marks of use on the hexagonal tip which comes from the contact with a screw. Edges are worn down and were not measurable. The damage was likely caused by the tightening and loosening of the fix-ring or other implants and is the result of wear and tear. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No manufacturing-related issues were identified during the investigation. Corrected data: lot number was identified upon receipt of subject device. Other¿UDI#. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The correct date returned to manufacturer was jan 18, 2016. Medwatch report follow-up #1 (B)(4) was submitted with a date of jan 18, 2015 in error. The correct date should have been jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.